Event description:
The customer reported that on (B)(6) 2011 a cardiac troponin (accutni) result above the acute myocardial infarction (ami) threshold was generated on the unicel dxc 600i synchron access clinical system for one patient sample. The accutni result was reported out of the laboratory. The patient was admitted to the critical care unit for observation and was administered heparin. The patient did not suffer any adverse side effects as a result of the treatment. Repeat testing of the initial sample on a subsequent day, on the same instrument, generated a lower accutni value within the risk stratification range. Quality control results were performing within customer established ranges at the time of the event. System check data was not provided by the customer. The initial sample was collected in a 13 x 100 serum vacuette tube. The sample was centrifuged prior to testing. The sample volume was "half full" at the time of testing.

Manufacturer narrative:
Service was dispatched for this event however the service details are unknown to date. The root cause of this event has not been determined to date.